Manufacturer narrative:
The examination was carried out based on the evaluation of the device logbook. On the date of the reported event, a communication problem of the pcb mobi (monitor/control panel) was visible in the records. Since mobi and patient gas module are connected, the reported disappearance of the gas readings can be comprehended. Just from the beginning of the investigation, an exchange of the pcb mobi was recommended. The replaced component was requested to be sent in for investigation. Unfortunately, even after another reminder, this did not happen. Therefore, no further analysis was possible for a precise determination of the root cause. Based on the logbook it was also apparent that before the case in question - contrary to the initial report ¿ only a leakage test and not a complete device test was carried out. Also, the reported failure of the ventilation and a missing fresh gas display could not be confirmed based on the available log. Missing patient gas readings are obvious to the user. Since the gas measurement is not used for control purposes, it has no influence on the ventilation or gas dosage.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the device test passed. In the following case the patient gas values disappeared and a bit later also the fresh gas display. Afterwards the screen turned white and 4 green dots were visible. The procedure was continued using manual ventilation as the automatic ventilation failed. No injury reported.